Event description:
New information received notes that the patient's implantable cardiac monitor exhibited false pause episodes and false detection of atrial fibrillation episodes. No device intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor exhibited undersensing leading to false pause episodes.